Event description:
A 6mm emg reinforced et tube was used for a patient's thyroidectomy. Tracheal intubation was verified via auscultation and co2 detection. Post intubation, the patient was placed on agm peak. Peak pressure increased to 4ccm h2o and became increasingly difficult to ventilate. Upon auscultation, no adventitious breath sounds were noted, ventolin (rescue inhaler), and epinephrine were given despite no clinical evidence of bronchospasm. Presence of etc02 were no longer present and breath sounds were no longer heard on auscultation. A suction catheter was passed down the et tube and zero secretions were present. The tube placement was verified for a second time via direct laryngoscope. Upon bronchoscopy, the tip of the et tube appeared to be curled up against the trachea causing the tube obstruction. The patient was reintubated with a replacement emg reinforced tube, and the problem was resolved.

Manufacturer narrative:
The reporting facility states drugs were given (ventolin, epinephrine, mg) as part of the intervention...although there is the comment ("...despite no signs of bronchospasm.") Which implies the drugs were unnecessary or not for the issue created by the partial tube blockage. The malfunction of the tube was due to user error which caused the tip of the tube to bend over restricting flow through the end. While it occurred at the beginning of the case, an airway seems to have been established ("...verified via auscultation and co2 detection."). Upon return of the product, a functionality test was performed by injecting air into the cuff, which functioned as designed.